Event description:
Event description guidant received information that the patient had twiddlers syndrome. In november of last year, the atrial lead impedances were high. Today, the patient was brought in for poor sensing and pacing thresholds with a heart rate of 30. There was no capture or sensing in the ventricles. An x-ray indicated the leads were floating. Upon opening the pocket, the leads were found twisted arond the pacemaker. The leads could not be manipulated or repositioned.